Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support advised the customer that apidra was contraindicated for use with the pump. Blood glucose level was in the 300's mg/dl range. Reportedly, a supply change was performed to address the issue.